Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture. Patient later reported ¿I found a lump under my right breast and underwent examinations confirming that the integrity of the right implant was compromised." The device remains implanted.